Event description:
During the procedure, after implantation of the stent in the 1st stent in mid lad, a clot formation occurred. Add'l stents were placed to treat the clot. Post-procedure the pt developed a rash on his upper chest. The allergy may be related to a dye allergy. It was treated with benadryl and the pt was discharged 3 days later. The report is from the e-select study. The pt is a male with a history of hyperlipidemia, smoking, allergy to codeine, and a family history of coronary artery disease. The indication for the index procedure was an anterior acute myocardial infarction with pain onset greater than 24 and less than 72 hours before the procedure. The 1st target lesion was the proximal to mid left anterior descending artery. Vessel diameter was 2.75 mm and lesion length was 34mm. Pre-procedure stenosis was 80% and timi flow was 3. The lesion was de novo, bifurcated, moderately tortuous, angled and moderately calcified. Lesion location according to medina was 1,1,1. The lesion was pre-dilated with a 2.5x15mm balloon at 16atm. A t-stenting technique was used. The 2nd target lesion was the 1st diagonal. The vessel diameter was 2.75mm and the lesion length was 13mm. Pre-procedure stenosis was 70% and timi flow was 3. The lesion was de novo, bifurcated, ostial, severely angled, excessively tortuous, and moderately calcified. Lesion location according to medina was 1,1,1. A t-stenting technique was used. The lesion was predilated with a 2.5x15mm balloon at 15atm.

Manufacturer narrative:
A cypher was deployed in the mid lad at 16atm and post-dilated with a 2.5x15mm balloon at 10atm, due to the bifurcation. Another cypher was deployed at 14 atm in the 1st diagonal and post-dilated with a 2.5x15mm balloon at 12atm due to the bifurcation. The stent was abutting with the stent in the mid lad. A cypher(third) was deployed at 20 atm in the proximal lad and post-dilated with a 3.5x8mm balloon at 14atm, due to the bifurcation. After implantation of the stent in the mid lad, a clot formation occurred. Therefore, a 3rd stent was placed distal to the mid lad. Fourth cypher was deployed at 16 atm and post-dilated with a 3.5x8mm balloon at 14 atm, due to the bifurcation. All the stents in the lad were overlapping. Post-procedure stenosis was 0% and timi flow was 3 in both vessels. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.